Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe could not cut and aspirate well. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. No movement of the cutter. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear observed at the bend area. The inner cutter is kinked in two locations. The complaint evaluation does not confirm the probe had a cut or an aspiration issue. The probe met specification for cut and aspiration; however, during the evaluation the probe had an actuation failure. The most likely cause for the poor actuation is from a damaged inner cutter that impeded the movement of the cutter shaft. This interference is present as observed from the kinked inner cutter. How and when the inner cutter became kinked cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the probe sample met specification for the aspiration issue and the root cause for the actuation issue cannot be determined by this evaluation. However, due to the number of related complaints, an investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the probe could not cut or aspirate the vitreous humor well during a vitrectomy procedure. There was no patient harm. The product sample is available. No additional information is expected.